Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified the lot met all pre-release manufacturing and sterilization specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: infection, aortic rupture and death.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment of a thoracic aneurysm using a gore® tag® conformable thoracic stent graft system and a gore® tag® conformable thoracic stent graft with active control system. Infection was suspected, however preoperative examination showed no infection. At the index procedure, 2 ctag stentgtrafts were implanted . On (B)(6) 2020, follow-up CT scan confirmed no endoleaks and no aneurysm enlargement. No abnormalities were detected on and treatment progress was reported to be good. On (B)(6) 2020, this patient transported emergently to the hospital and died. The details of the emergency medical care is unknown. It was reported the patient death was caused by aneurysm rupture due to infection. No information was received about the origin of infection. The physician commented that the patient might have been infected before tevar even though the infection test result was negative. He thinks that the aneurysm rupture was not related to the function of the device, but instead due to infection. No autopsy was done and no confirmation of infection was made. It is unknown whether there was presence of infection within the device.